Event description:
It was reported that the patient underwent the unrelated pocket revision procedure. During the surgery, it was noted that the right ventricular lead had an insulation anomaly. All electrical measurements were normal. The helix could not be retracted so the lead was capped and a new lead was implanted successfully. The patient was stable throughout the whole procedure.